Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported both pumps were alarming "cassette depleted" on (B)(6) 2023, so they went to the hospital per their doctor's instruction. No troubleshooting occurred and no side effects were experienced. While they were admitted, the patient was restarted on remodulin therapy using a hospital-provided pump. Investigation is in progress on returned product, received on (B)(6) 2024. A follow-up MDR will be filed after the investigation is complete. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 10-jan-2024 (report number 3016798778-2024-00002). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that remote (B)(6) (paired with pump (b(6)) generated a pump failure alarm. The pump was disassembled and a hardware failure was observed to be the cause of the alarm. Logs show that remote (B)(6) (paired with pump (B)(6) generated cassette depleted alarms. During investigation, a test delivery was started and the cassette depleted alarm was reproduced. The pump was inspected and residue from fluid ingress was observed, which is likely the cause of the alarm. Since no cassettes were returned, the cause of the fluid ingress cannot be confirmed. Both systems were observed to have appropriately alarmed and entered a fail safe state as designed.